Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jul2020.

Event description:
The customer reported touchscreen failure. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The right side of the screen does not indicate a touch. The manufacturer¿s fse replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.